Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, a 2.25 x 28 mm xience prime sv stent was deployed in the posterolateral artery. At some point, the patient experienced angina and on (B)(6) 2015, in-stent restenosis was noted. The patient was re-hospitalized on (B)(6) 2015 and balloon angioplasty was performed to treat the restenosis, resolving the event. No additional information regarding this issue was provided.